Manufacturer narrative:
Device eval: the device has not been returned for eval / investigation. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval: method: device history record was reviewed. Conclusions: a /fu report will be submitted when the eval has been completed.

Event description:
The rotator broke during use. There was spray of contrast. No harm or injury was reported.